Event description:
Patient presented in the operating room for change out due to normal eri. Externalized conductors were noted. The electrical function of the lead was observed and tested and no anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.